Event description:
It was reported that a problem occurred after disconnecting a ventilator from the wall gas supply. After the disconnection a failure occurred which required administration of 100% oxygen until the air hose connection was re-established. The patient continued to be ventilated and was not switched to another device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)